Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified striated opening on posterior and patch, sharp broken on anterior due to a surgical impact opening, for the stress mark in the shell and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on anterior due to a surgical impact opening; a striated opening on posterior and patch due to surgical damage consist in the use of some surgical tool; missing shell due to inconclusive.

Event description:
Health professional reported right side "exudation of silicone." Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was gel bleed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported right side "exudation of silicone." Device was explanted.